Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7 and 6.2 was not detected on bus. A field service engineer (fse) identified that the auxiliary half-height sub-drawer 6.2 was not detected on the bus due to a row board error related to the row cable. The drawer was responsive in hardware test application (hta) mode. Additionally, auxiliary full-height drawer 7 failed in hta mode. The central drawer controller board was replaced, after which drawer 7 became responsive in hta mode. A final test was performed, confirming all cabling was in good working order and all light emitting diodes were functioning properly. The fse also replaced the backup battery, installed the rear network plug, and replaced the network plugs. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 7 was not detected on bus. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 7 was not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.